Event description:
It was reported that non sustained right ventricular oversensing determined to be post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. There were no reported patient consequences.

Event description:
New information received notes the patient had experienced mild symptoms such as a mild increase in heart rate thought it was not certain if this was device related. Programming changes were completed by turning the low frequency attenuation (lfa) filter on. The patient was doing well following the programming changes, was being monitored and was to continue with additional follow ups in clinic.